Manufacturer narrative:
The customer received remote application assistance from a remote support engineer (rse) who found that the speaker was defective and needed to be replaced. A replacement speaker was provided to the customer. Based on the information available and the testing conducted, the cause of the reported problem was the speaker. The customer was provided with a replacement speaker to resolve the issue. If additional information is received the complaint file will be reopened.

Event description:
It was reported that there was no alarm sound. The device was not in use on a patient at the time of the event.